Manufacturer narrative:
(B)(4)

Event description:
This lead was explanted due to high impedances. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11.5 cm proximal to the lead tip. A proximal and a distal lead fragment were received. In between a 5 cm segment of lead body was missing. The received lead fragments were subjected to an extensive analysis. In the course of the analysis the conductor cable to the rv shock coil was found coiled in the df-1 connector and pulled out of its welding point. The characteristics indicate that severe pulling forces applied during the extraction procedure led to the damage. Furthermore deformations of the shock coil were observed which also most likely occurred during the surgery. The analysis of the received lead fragments did not show any deviations which might have contributed to the clinical observation. As a 5 cm segment of lead body was missing, no further root cause investigation was feasible. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.